Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be use related. One stylet wire and t-lock extension set were returned for investigation. The red hang tag was attached to the wire. The core wire was still attached to the black tab. The core wire extended 62.3from the distal end of the black tab. The coil wire was stretched over the core wire. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross sections were noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The returned PICC had been trimmed to length near the 50cm depth mark. The IFU cautions, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ the red hang tag states, ¿warning ¿ do not cut stylet ¿ withdraw stylet before trimming catheter¿. A lot history review (lhr) of rebp0404 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when passing the PICC there was no intercorrentities, but on the withdrawing of the guide wire, it frayed and was observed a break in the internal part of the catheter route. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp0404 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that when passing the PICC there was no intercorrentities, but on the withdrawing of the guide wire, it frayed and was observed a break in the internal part of the catheter route. No patient injury reported.